Manufacturer narrative:
(B)(4). Citation: the american journal of surgery (2015) 210, 1112-1117.

Event description:
Literature article: surgical stabilization of severe rib fractures decreases incidence of retained hemothorax and empyema. The goal of this cohort study was to evaluate the hypothesis that patients who had surgical stabilization of rib fractures with intraoperative lavage have a lower incidence of retained hemothorax (rh), empyema, and hospital readmissions for reason related to the thoracic injury compared with similarly injured patients who were treated without surgery. Between jan2009 and jun2013, 411 patients were identified for analysis: 137 patients (n=110 male, n=27 female; mean sd age 55.9±16.0 years) on ssrf group and 274 patients (n=218 male, n=56 female; mean sd age 54.6±19.5 years) on medical management of rib fractures (mmrf). In ssrf group, lavage was performed using a 24fr round blake drain placed within the pleural cavity through a stab incision separate from the surgical wound. The patients had at least 2l of warm saline infused through the drain and then evacuated using suction. After completion of lavage, the drain was left in the pleural space, sutured in place to function and chest tube. After chest computed tomography, 7 patients from ssrf group met radiologic criteria for rh. Three of these patients were treated with simple drainage. The study results indicate that rib reduction and fixation, and the pleural space irrigation and evacuation that accompany ssrf, prevent rh and empyema.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.